Manufacturer narrative:
Submit date: 8/9/2016. A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The device history record for lot 508921x was reviewed. The device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. The actual sample(s) involved in the complaint event was received for evaluation. The manufacturing site received seven unpackaged syringe samples with this customer report. A complete investigation was performed. Visual inspection to the quality inspection standard was conducted. Improper assembly of the rubber tip to the plunger rod was identified on the seven syringe samples. A portion of the rubber tip back support circle was inserted into the rubber tip i.d. The incorrect assembly of the rubber tip onto the plunger rod resulted in damage to the plunger rod tip and one of the plunger ribs the seven syringe samples. Rubber tip separation from the plunger rod was observed with one of the syringe samples. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Potential contributing factors to incorrect assembly and damaged plunger rod includes, but is not limited to: - component jam during the component transportation process. - incorrect loading of the rubber tip or plunger rod into the plunger assembly and insertion station. - misalignment of the plunger assembly and insertion station. The assembly equipment is designed to stop the process when a component jam is detected. The production associate is required to remove and scrap the identified component. The timing of the assembly station is controlled to ensure component assembly occurs correctly. Procedures and alignment tools are used to verify the manufacturing equipment is properly set-up. The following control mechanisms are in place to prevent the occurrence and acceptance of incorrect assembly and damaged plunger rods during the assembly and packaging processes: medtronic maintains material verification processes. The resin must pass various incoming inspection requirements prior to release to the floor for production. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. Associates are trained to verify component condition when clearing machine jams during the manufacturing process. The manufacture of the molded barrel and molded plunger is conducted within a validated process. The critical process parameters and dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Visual and physical inspections, including leak testing, are completed on a periodic basis. Molding tools are periodically maintained and inspected for wear or damage. Records of completed maintenance activities are maintained. The assembly of the syringe is conducted within a validated process. Set-up and operating procedures are implemented. During production, the processing equipment is checked regularly to verify the detection systems are functioning properly. After syringe assembly, the production associates conduct visual inspections and leak testing as required by the inspection procedure. The leak test is performed to ensure the syringe draws, holds and expels fluid properly. A lot cannot be released unless it passes visual and physical testing requirements. Monitoring and trending of post-market feedback is evaluated on a periodic basis for opportunities to improve product performance. Based on the existing controls and the complaint history review, additional correction or containment activities of product are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.

Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 6/9/16 that a customer had an issue with a syringe. The customer states the plunger tip is deformed.